Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose was 33.3 mmol/l and the current blood glucose was 11 mmol/l. Customer treated high blood glucose with manual injection and insulin pump. Customer stated symptoms related to high blood glucose that was vomiting. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer stated the insulin pump alarmed multiple pump error alarm. Customer was able to clear the alarm but was unable to rewind the insulin pump. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.